Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 7.9/3.7. The pt was told to hold her coumadin for two days. The device was replaced and requested to be returned for eval.